Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented by edwards lifesciences in a technical summary, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. In this case, the cause of the reported difficulties experienced while trying to insert the 22 fr sheath into the patient and leia tear cannot be confirmed; however, per report the initial unsuccessful attempt to insert the sheath was done without dilating the vessel first, and a second unsuccessful attempt was performed after dilating the vessel with a 22fr dilator. The left iliac artery mld measured 7.7 mm with mild calcification and tortuosity. The minimum required vessel diameter for a 22 fr sheath is 7.0 mm. It is possible that a combination of patient factors (i.e. A borderline size mld for a 22 fr sheath, some calcification or tortuosity not previously noted on images) and procedural factors (i.e. Sheath insertion was attempted without first dilating the vessel) may have caused or contributed to the event. The device was not available for evaluation; there was no allegation of device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. This is one of two reports being submitted for this case. Please reference manufacturer report no. 2015691-2013-20607.

Event description:
Per the field clinical specialist report, during a transfemoral tavr procedure there was a vascular tear at the left common femoral artery (lcfa) which was repaired by vascular surgeon with a patch. Case summary: cutdown was performed on left groin. The 22f retroflex3 sheath insertion was attempted without dilating the vessel with no success. The 22 f dilator was then inserted without issue. The physician re-attempted to insert the 22f rf3 sheath with no success. The vessel was noted to have "torn at the insertion site" and a patch was placed on the vessel to repair. Subsequently, a retro-peritoneal incision was made and a 10mm conduit was placed on the left common iliac artery (lcia) for insertion of the 22f rf3 sheath. The patient remained hemodynamically stable throughout procedure. Per report the patient¿s left external iliac minimum luminal diameter (mld) measured 7.7mm with mild calcification and mild tortuosity.